Event description:
New information states that a firmware download was performed successfully and the device resumed normal function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly despite two different merlin transmitters. No additional information was available.